Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 9-feb-2017 - correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: the black box showed dates from (B)(6) 2016. The pump history for event date (B)(6) 2016 has been overwritten due to continued pump use. Investigation was unable to verify suspend/resume on the reported event date. On investigation, the pump powered on normally with no issues. The pump was exercised for 24 hours¿ duration; no self-suspending occurred during this time. The pump was able to be manually suspended and manually resumed successfully during testing. All keys on the keypad were found to be fully responsive. There were no hypersensitive or stuck keys on the keypad. The suspend feature was found to be functioning properly during testing. Investigation was unable to duplicate the complaint.